Event description:
Customer complaint - limited data available . Customer review complaint: junk doesn't work at all!! I'm frustrated this thing doesn't work at all the glucose reading is so far off that it is totally unusable and could have either put me in the hospital or even worse could have killed me! These shouldn't be sold if they are not accurate as these are medical diagnostic devices that monitor critical blood sugar levels!! A false reading could mean the difference between life and death!! A wrong reading can hurt others as well if for example I took my reading and it said I'm writing what would be a take safe for me but then the reading was false and then I passed out from high sugar levels while driving with family in the car or other cars on the road, you get my drift here I am upset that tors junk is sold as a medical device with no quality control or even a control solution to test accuracy! They should include that at the very least but then they would certainly be exposed to everyone.

Event description:
Customer complaint - limited data available. Customer complained the device produced inaccurate readings after multiple attempts of use.